Event description:
The patient underwent an aortic aneurysm repair and concomitant aortic valve replacement with a valve from another manufacturer in 2008. Later that year, the valve was explanted due to non-structural dysfunction and was replaced with this 25 mm sjm trifecta valve. Approximately 3.5 years postoperatively, the patient became symptomatic and was found to have developed aortic stenosis and insufficiency, requiring the valve to be explanted. A 25 mm valve from another manufacturer was implanted. The patient was reported to be recovering and in good condition postoperatively.